Event description:
Pt had a total knee replacement, was discharged home, and expired. An autopsy revealed no specific cause of death. All products and medications are being scrutinized by the cdc for a possible cause. There is no info linking the event to this spinal tray or the medications it contains. December anecdotal report during original conversation of two other deaths in this state. The only commonality was the type of surgery - knee replacement. No use of this device in the other instances. Calls to rn risk mgr - left voice mail for further details. Calls were not returned.